Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support provided tips for preventing altitude alarms, which the caller understood and acknowledged. Cts to replace pump. Customer will continue to use current pump.